Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been admitted to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 25 mmol/l (450 mg/dl) while wearing the pod between 36 and 48 hours. The patient woke up feeling sick and began vomiting and had ketones. The patient changed pods and went to the ER. At the ER, the patient was treated with insulin and discharged after a few hours. The pod has been discarded.